Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After the impella was implanted, the physicians noticed blood leaking from the red handle at the connection between the patient cable and the red handle. The device was explanted and replaced with a new device. Survival outcome at explant was that the patient survived.

Manufacturer narrative:
Investigation into the reported issue has been completed. The device was received for evaluation. A visual inspection of the pump revealed a hole in the catheter between the 82 and 83 cm marks. The cause of the product damage was blood ingress due to a hole in the catheter resulting from improper use. This report is being filed as part of a retrospective review of historical records.